Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump black box data showed multiple cs 128 alarms. The returned battery cap secured properly to the pump; the pump alarmed with a cs 128 alarm upon confirming the verify screen. The pump case was removed and no damage was found to the printed circuit board. The complaint of a battery life issue was not able to be adequately investigated due to the unrelated call service alarm issue. The slave processor voltage reading was found to be below specification. Investigation revealed that a slave processor failure had occurred. Unrelated to the complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.